Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was jammed and failed. A field service engineer (fse) resolved an issue where the half-height cubie drawer 7.1 failed and physically close. Fse replaced the hard stop with broken emergency release lever, and the drawer was successfully recovered and ran hardware test application to test the open/close function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was jammed. The customer stated that they managed to get the medication from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.